Event description:
Cardiac perforation was reported. The patient expired following the implant procedure. The device was buried with the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.